Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a shocking sensation and extreme burning sensation in their vaginal area. No diagnostics/troubleshooting was performed. The office used its remote to turn off the patient's implant. The issue was resolved at the time of the report. No surgical intervention occurred or was planned. The rep planned to meet with the patient on (B)(6) 2021 to perform a diagnostic.